Event description:
Medtronic received a report that the customer primed an oxygenator and noted a small leak just as the surgeon was preparing to cannulate. The cannulation proceeded and ECMO support was initiated, but the unit soon started to leak more, and the unit was changed out of the circuit, it was reported there was no effect to the patient due to the change out of the oxygenator. The patient remains on ECMO. The device was discarded by the account.

Manufacturer narrative:
Analysis: no product was returned for analysis. The product was discarded at the hospital. Without returned product, we cannot speculate as to the nature or cause of the reported leak. Conclusion: without product analysis, we cannot speculate as to the nature of exact cause of reported leak. It was reported that there was no adverse effect to the patient.